Manufacturer narrative:
Additional information has been requested from this patient's physician, but no new information has been received to date. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from this patient that approximately three months post implant of this annuloplasty ring in the mitral position, this ring was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.